Event description:
The hcp reported that the patient expired. Cause of death and date of death are unknown at the time of this report.

Event description:
The hcp reported that the patient died as a result of pneumonia. "Death not related to the pump or drug."